Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were hydromorphone and baclofen (unknown) with an unknown dose and concentration. It was reported that the healthcare professional (hcp) took the pump out about 2 weeks ago because it was defective. Caller states at her refills the hcp could not get the right amount of medication out of the pump and could not get the correct amount of medication in the pump. Caller states this was a few months ago. There were no symptoms reported. There were no further complications reported/anticipated.